Manufacturer narrative:
(B)(4). (B)(4) - no pre-dilatation; incorrect preparation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. It was reported that the multi-link 8 was used without performing pre-dilatation of the lesion. It should be noted that the multi-link 8 instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter. Additionally, it was reported that the multi-link 8 was prepared for use inside the patient. It should be noted that the IFU (preparation section) provides instruction to prep the device prior to insertion into the anatomy. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified lesion in the mildly tortuous mid right coronary artery (rca). No pre-dilatation was performed. The 3.0x28mm multi-link 8 stent delivery system (sds) was not prepped prior to use outside the patient's anatomy. The multi-link 8 sds was advanced to the lesion and prepped inside the patient without any issues or leaks noted. However, during first inflation at 8-10 atmospheres (atm), a balloon rupture was noted. Pressure was immediately applied, and the stent was successfully deployed. Post-dilatation was performed as planned using a non-abbott balloon dilatation catheter (bdc) to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.